Event description:
<P>caller reported a malfunction on pump, and the issue did not cause blood glucose level to exceed 500 mg/dl. Customer was advised to use multiple daily injections for insulin delivery as backup therapy. Technical support completed necessary actions, including sending a replacement pump and instructing customer on returning the problematic pump. Customer was informed about procedures to follow upon receiving replacement pump and acknowledged understanding.</p>